Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose levels, compromised force sensor system alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 466 mg/dl. Customer's mother treated their high blood glucose levels via manual injection. Troubleshooting for the failed battery test was performed. Customer's mother advised they replaced the battery and the issue was resolved. Troubleshooting for the prime rewind was performed. Customer's mother advised during the manual prime process insulin squirted out. Customer advised they were stuck in a rewind preparing to prime loop. Customer's mother advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. We were unable to perform functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. In addition, we were unable to verify prime alarm and failed battery test due to cracked end cap. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.